Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead placement, there was a bump to the right bundle branch with resultant complete heart block for 30 minutes or so. Pacing was performed using the newly placed rv lead until the right bundle branch recovered. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.